Event description:
It was reported that the patient presented for implant of the right atrial, right ventricular, and left ventricular leads. The patient experienced hemorrhagic pleural effusion went into cardiogenic shock and expired during the procedure. It was believed that the subclavian artery was punctured while gaining vascular access during lead implant.